Event description:
It was reported that a pt underwent a surgical procedure on an unk date. During the procedure, the needle broke. A "radio" was performed and the needle fragment was retrieved during the same procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.